Event description:
The unit shows tf#7 alarm code 26 in normal using. We enter the tsw test5 and do the o2 & air test.the unit shows "the mixer valve defective".

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: the issue is deemed a reportable event since the defective mixer valve has caused a malfunction of the raphael ventilator. The issue was clearly identified through the technical fault tf7 code 26 as indicated in the service manual. A correction through the replacement of the mixer valve was conducted as per service manual to ensure the correct functioning of the raphael ventilator. Tests conducted after the replacement confirmed that the correction was the adequate one. No further issue was observed. The issue was discovered during a test and not during ventilation of a patient. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In the future, hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.